Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving therapy via an implantable infusion pump. It was reported that the patient developed a hematoma around the pump site and the pocket was opened and packed. It was noted that by the time the implanting physician was made away the pocket and pump were exposed so he had to explant the system. The explanted devices were discarded of.